Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent primary breast augmentation with a 350cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. The patient has consulted with a medical professional. The patient underwent bilateral explantation and replacement with catalog number 3504754bc; serial number (B)(4) on one side, and with catalog number 3504754bc; serial number (B)(4) on (B)(6) 2022. Mentor is aware that the date of implant is before the manufacture date of lot 5548311. Also, device received has "l" sticker on it. Hence, right or left side deflation is to be verified. Follow-ups are in progress, and no response has been received regarding the effected side and date discrepancy. If any clarification or information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On december 1, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample, sal smooth rnd diap 350cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view, near the valve system measuring approximately 0.2 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube style is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).